Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred during bolus delivery. Customer changed supplies to address the occlusion alarm, and resumed insulin delivery. Customer's blood glucose level ranged up to above 400 mg/dl.